Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Traces of corrosion were found at the electronic and motor assemblies. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the insulin pump was exposed to water, when the customer jumped into the swimming pool. The customer's blood glucose was 215 mg/dl. There was water under the lcd display of the insulin pump. The discontinuation of the device was advised. Nothing further was reported.